Manufacturer narrative:
The reported events were lead dislodgement, extra cardiac stimulation, and unacceptable threshold. A complete lead was returned in one piece with the helix extended and clogged with blood. The full helix extension length was measured within product specification. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for a follow-up visit in the clinic. The patient experienced discomfort due to phrenic nerve stimulation. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited a high capture threshold. Fluoroscopy revealed that the ra lead was dislodged. The ra lead was explanted and replaced. The patient remained in stable condition.